Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was notified on 05 aug 2016 that a mitroflow, size 21 implanted on (B)(6) 2014, was explanted on (B)(6) 2016 due to reported aortic stenosis and extensive calcification(no endocarditis noted and no leaflet tears were observed - the leaflet was torn when attempting to remove the valve - as per the surgeon report). Perceval size 23 was implanted. Device will not be available for return to manufacturer due to hospital's policy.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model dla21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the information received and limited clinical history and lack of analysis of the valve, the cause of the aortic stenosis due to calcification could be due to patient factors however this cannot be confirmed.